Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as this is the first complaint reported for this product and lot. Investigations summary: although the physical device was not returned for evaluation, three electronic photos were provided for review. The first photo shows a a box with label that matches tw data. The second and third photos show a partial view of a catheter which is noted to have a split. Therefore, the investigation is confirmed for the reported leak and identified fracture issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the hub allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the hub allegedly leaked. There was no reported patient injury.